Manufacturer narrative:
The navio handpiece intended for use in treatment, was returned for evaluation. The reported problem was visually confirmed. The new style lead screw nut is loose. The pin that secures the nut in place is missing.  Although the reported problem was visually confirmed, a functional evaluation could not be performed due to broken snap lock. No additional functional non-conformances were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is a mechanical component failure of the snap lock nut. Based on the investigation, no further containment or corrective action is recommended or required at this time. Internal complaint reference number:(B)(4).

Event description:
It was reported that when setting up for a tka case, during a pre-op routine handpiece test, the handpiece continuously cycled the burr in and out slowly without completing the test. The test was attempted two times and the navio was shut down in between and restarted. A new handpiece was opened and used successfully without delays. There was no harm to the patient. No other complications were reported. The investigation found that the snaplock was broken (the lead screw nut is loose and its pin is missing).

Event description:
It was reported that when setting up for a tka case, during a pre-op routine handpiece test, the handpiece continuously cycled the burr in and out slowly without completing the test. The test was attempted two times and the navio was shut down in between and restarted. A new handpiece was opened and used successfully without delays. There was no harm to the patient. No other complications were reported. The investigation found that the snaplock was broken (the lead screw nut is loose and its pin is missing), which makes it a reportable event.

Manufacturer narrative:
B5: update the description. G3, h1, d10: add a concomitant product.